Event description:
It was reported that the patient suffered from ventricular fibrillation, right heart dysfunction, and right ventricular infract. Preload and afterload were taken care of, and the patient was on milrinone. The patient has low flow alarms and pulsatility index (pi) events. The log file captured low flow alarm events on (B)(6) 2025, there were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. Additional information was received that on (B)(6) 2025, the patient had complaints of chest pain and breathlessness and was hospitalized in iraq. Troponin 1 was positive. The patient was stabilized in iraq and was later transferred to the current hospital by air ambulance. Their troponin t was positive and had raised inflammatory markers. Echocardiogram showed no aortic regurgitation, right ventricular systolic dysfunction, mild tricuspid regurgitation, and pulmonary artery systolic pressure (pasp) was 1mmhg. Computed tomography (CT) of the chest suggested big, organized clot from above the aortic valve and outflow graft connection on the aorta. Metabolically inactive bland thrombus noted in the ascending aorta which may have led to right ventricular infraction. The patient did not have a right ventricular failure prior to the left ventricular assist device (lvad) implantation. Due to the recurrent ventricular tachycardia, patient had diminished vad flow and was cardioverted on (B)(6) 2025. However, they failed to revert the arrhythmia. The arrhythmia in this event was not considered to be device/therapy related. The event was partially resolved with the treatment. Heart transplant and right ventricular assist device were being considered. The patient was in the intensive care unit with intravenous (IV) milrinone, anticoagulation, and anti-arrhythmic measures with nasal oxygen support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The system controller event log file contained events from 09may2025 through 11may2025. Intermittent low flow faults were captured from (B)(6) 2025 when the estimated flow decreased below the low flow alarm threshold. A majority of these faults persisted long enough to produce a low flow hazard alarm. No other notable events or alarms were captured, and the system appeared to operate as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, myocardial infarction, peripheral thromboembolism, and right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6 also lists thromboembolism and cardiac arrhythmia as potential late post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.